Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks without converting the patient's arrhythmia. No additional adverse patient effects were reported. Additional information was requested for clarification, to no avail. If additional information is received, this report will be updated at that time. The device remains in service.